Event description:
It was reported that a user of a freestyle libre 3 plus sensor experienced a scan error when attempting to start a new sensor, after an earlier successful guided start and sensor warm-up. No adverse clinical symptoms reported. Outcomes included successful re-scan and initiation of sensor warm-up, with user education and troubleshooting completed. User support included technical support guidance and functional verification by re-scanning the sensor. Investigation of this case revealed that the device functioned as expected after re-scan, consistent with a transient use or scanning error without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational difficulty.

Manufacturer narrative:
Initial.